Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-04645, 04646 & 04740).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2014 due to loosening of the acetabular cup. During the revision procedure, the modular head and femoral stem would not disengage. Therefore, all components were removed and replaced. The surgeon noted the presence of fluid; however, there was no presence of infection.